Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable results for 3 patients tested for creatinine jaffe gen.2 (crej2). Of the data provided, the results for 1 patient were erroneous. The erroneous results were reported outside of the laboratory. Erroneous results were generated on 2 different c501 analyzers. Reference medwatch with patient (B)(6) for information concerning serial number (B)(4). The initial crej2 result from a serum sample tested on c501 analyzer with serial number (B)(4) was 3.4 mg/dl. The sample was repeated on c501 analyzer with serial number (B)(4) with a result of 3.0 mg/dl. The crej2 result from a plasma sample collected at the same time was 0.59 mg/dl. All results were reported outside of the laboratory. The plasma result was considered to be correct. A new serum sample was obtained on (B)(6) 2015 and the crej2 result on the c501 analyzer with serial number (B)(4) was 0.8 mg/dl. No adverse event occurred. The crej2 reagent lot number was 613356. The expiration date was not provided. It was noted that the customer has been having problems with the serum collection tubes. It was also noted that there were gel droplets on some blood collection tubes. A specific root cause could not be identified. Calibration and quality controls were acceptable. The instrument check was also acceptable. A reagent and instrument problem can be excluded. The possible root cause may be related to pre-analytic issues. Additional information for further investigation was requested but not provided.